Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "cable fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department and the reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and defib cycling without duplicating the report. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.